Event description:
Pt's mother reports that broviac catheter is leaking blood due to extension tubing not connecting properly. Mother unable to withdraw blood on flush. Catheter with normal saline. Flolan not infusing due to occluded catheter. Pt tranpsorted to e.r. Via ambulance after peripheral line was placed. E.r. Was able to declot broviac and reconnect flolan. 2/3/2000. Gentiva shipped pt alternate tubing. Pt was treated at ER on 2/2/2000 and released.